Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that one month post intraocular lens implant, there was a myopic shift. A yag was performed and the patient's vision is now 20/20. The patient's prognosis is good. Additional information has been requested but has not been received.

Manufacturer narrative:
The lot number of the lens was not provided, and the lens was not returned for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information provided, we are unable to determine a root cause.